Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl. The cause of low blood glucose was unknown. The customer received third party assistance from paramedics, who monitored their vitals, and the customer consumed baqsimi and juice, a peanut butter sandwich, and two juice boxes to address blood glucose. This event did not cause an injury, but the customer did experience a seizure. Recommendation was made to consult with a healthcare provider to discuss diabetes management.